Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter initially stated the infusion device display was defective but the legibility was not affected. During the evaluation, it was found the display was damaged by a mechanical impact and misinterpretation of the therapy information was possible. No adverse event was reported.